Manufacturer narrative:
(B)(6). (B)(4). The customer evaluated the ventilator and replaced the turbine to fix the issue. The carefusion analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the output of the turbine error is greater than 20%. When the vt set to 500ml, the data of ventilator vte is reading 835ml. And the volumes coming out of the ventilator analyzer is reading 650ml. No patient involvement.